Event description:
Caller states that she tested at 198 mg/dl and took 20 units of insulin. She reports tested again and getting a reading of 240 mg/dl. Some time later she received a result of 450 mg/dl and gave herself 10 more units of insulin. She reports her readings never decreased that day. She states that later that day she 'crashed' and had low blood glucose symptoms. She reports drinking orange juice to elevate her blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.